Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt continues to have low pi's, ranging 1.5 - 3.5, in a euvolemic state. Add'l info rec'd states the status of this pt: the pt was implanted on (B)(6) 2013 and the initial post operative echo showed a "small" thrombus attached to the av leaflet. The most recent echo on (B)(6) showed a 3cm x 1cm thrombus, moderate ar with no av closing and moderate mr with no mv closing. Lvedd was 5.5 and lv inflow conduit showed proper placement. A previous echo (no date) showed that there was a possibility of the thrombus obstructing the inflow cannula intermittently during pt movement. As of (B)(6) the pi was 1.5 - 3, power 7, and rpms set at 9200 but consistently staying at 9180rpms. The flow has remained 6. Pt is ambulatory and o2 saturation is 98% on room air. All labs are normal other than a chronically elevated ldh (1,000) and very low albumin levels due to suspected poor nutrition. Hematology has been consulted and hit panels sent. Pt is fully anticoagulated on coumadin/asa/plavix with inr of 3.0. Center is following serial echos very closely to observe the thrombus. Pump exchange has been discussed and assessment will continue.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.